Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery pocket appeared to be infected. In result an explant was scheduled for (B)(6) 2018. There were no contributing factors reported, there were no reports of device issues or allegations, and the issue was not resolved at the time of the report. There were no further complications reported or anticipated.